Event description:
It was reported that the patient expired. A rotapro 1.50mm atherectomy catheter and a rotawire were selected for an elective complex very high risk percutaneous coronary intervention (pci) procedure. The physician chose to use impella, but it did not deliver. The procedure was done without impella. During the procedure, on the last remaining vessel, the patient's blood pressure dropped. The physician continued to burr a little more. CPR was performed on the patient. The device was taken out and the patient was put on oxygen. The patient was taken to another room and the patient expired.